Event description:
Per provider: left side support bar is broken off. Per (B)(4), dlr advised to return walker when replacement arrives. Dlr not aware how it was broken. Customer did not purchase from this dlr.